Event description:
It was reported that this lead placed in the deep septal position had dislodged shortly after implant. This lead was subsequently explanted, and a new lead was placed in the left ventricular (lv) position. No additional adverse patient effects were reported. This lead was disposed of and will not be returned to boston scientific for analysis.